Event description:
The customer reported that during ivtm therapy for a 70-year-old, 170 cm, 90 kg male patient, the thermogard xp ivtm system indicated an air trap alarm. No fluid was observed on the console, patient bed, or floor. However, the saline bag was empty, and the patient was not cooled. After replacement of the icy catheter (lot 177821) and the saline bag, the alarm was cleared, and therapy was continued using the same console without problems. The exact location of the leak is unknown. The dwell time was approximately 5 hours. No impact or consequence to the patient.

Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot 177821) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed. The catheter shaft was observed to be kinked at the proximal infusion hole (7.5 inches away from the catheter tip), unrelated to the reported complaint. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. Dried blood residue was observed in the balloons and luered tubings. No other physical damage was observed. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at the proximal end of the medial balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 177821.